Manufacturer narrative:
The device was being used during treatment when the entire computer went down during tibia free collection. The log files were returned for evaluation. The DHR was reviewed for software version (rc-6103) and it has been validated. A complaint history review found a total of 119 complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has been established. The log files confirm that system went down during femur free collection and found a trace which produced values that were not possible based on what was happening in the code. Therefore, the root cause of the issue was due to software failure and the software engineering team continues to investigate.

Event description:
It was reported that an unexpected application quit error after the doctor started mapping the femur was experienced. The handpiece calibration was started over. A delay of fewer than 30 minutes was reported back-up was not required and no injury or patient impact has been confirmed.